Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: the (B)(4) trumatch CT cut guide kit r associated with this report was not returned for evaluation. Examination of the photograph provided confirmed the reported event. A design file review was conducted and confirmed the proposal design and guide design were completed within trumatch specifications. No evidence was found indicating product error was a contributing factor to the reported event. Information concerning the saw blade used during the surgery confirmed that the surgeon used a non-recommended blade. The root cause is user error/misuse/off label use by using a non-recommended saw blade. The need for corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Bilateral trumatch attune (B)(6) 2018 - during resection with trumatch tibial resection guide pinned in place with 3 pins the guide fractured and could no longer be used. We changed to the attune tibial block and continued the resection. Surgeon wishes for trumatch to be alerted to this in case it is an ongoing issue. Female patient initials (B)(6) , aged (B)(6) years, dob: (B)(6) , height: (B)(6) , weight: (B)(6).